Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used in an unknown procedure. According to the complainant, the product malfunctioned. No other information available. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date - (B)(6) 2013. Procedure's name - ureterolithotripsy with stent double j placement. There were no patient complications noted as a result of this event. The event happened during the procedure. Device lot number - 0014987774. Device expiration date - january 31, 2015. (B)(6). Device manufactured date: february 14, 2014. A visual analysis of the returned percuflex plus stent was performed. Following a detailed device analysis, it was found that the working length and the bladder pigtail damaged. The suture hole was found torn, however, the suture was received attached. Based on all gathered information, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used in a ureterolithotripsyxxx with stent double j placement procedure last (B)(6) 2013. According to the complainant, during the procedure, the product malfunctioned. The procedure was completed with another of the same device. There were no patient complications noted as a result of this event.